Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. In order to fix the issue, the fse replaced the volume cylinder iabp (0202-00-0133) and pneu adapter fitting (0103-00-0341). The fse then performed unit checkout and the unit passed all functional and safety tests. The unit was then cleared for clinical use.